Event description:
It was reported that alarm was not fixed. There was unknown patient involvement. Analysis of the device identified a damaged downstream occlusion (dso) sensor

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual tests were performed. A functional test was performed and found a defective downstream occlusion (dso) sensor. Occlusion test wasn't used. The reported problem was duplicate and to solve it, the dso sensor and seal will be replaced.